Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a low lithium battery was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility representative reported a colleague infusion pump with a low lithium battery. This condition had the potential to interrupt delivery. This event occurred after replacing the lithium battery in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.